Event description:
Cardiacassist was notified by the hospital staff of a patient death that had occurred approximately 10 days earlier. At the time of the incident, circulatory support was being provided by the tandemheart system. Cardiacassist was informed that the hospital supplied arterial cannula being used with the tandemheart system became dislodged, resulting in the exsanguination and death of the patient. Prior to the incident, the patient had been awake and talking. The hospital supplied arterial cannula was sutured in place and believed to be secure prior to the incident.

Manufacturer narrative:
The tandemheart system components were not returned for evaluation. Per the information provided by the hospital, the tandemheart controller, pump, and cannula were all used in accordance with the recommended practices. No malfunction of any of the components of the tandemheart system were observed. The dislodgement of the arterial cannula, which is not supplied or manufactured by cardiacassist, was determined to be the root cause of the incident.